Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 66.5 cm from the hub and appears to have been kinked prior to separation. Microscopic examination revealed no additional damages. There is blood in the guidewire lumen, hub, and balloon folds. There is contrast present in the inflation lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 07/may/2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery. A 2.00 mm x 15 mm emerge balloon catheter was advanced for dilatation but it failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.